Event description:
The customer reported that the system was booting to the message of "collimator cal required". He cannot connect with his copy of rus. No harm to the pt was reported.

Manufacturer narrative:
The ge service rep found that the system software was corrupted. He erased the nodes and reloaded the software. The system was tested and found to be working.